Event description:
A review of service data detected a reportable problem. Upon servicing electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The electrode belt had bare wires as a result of a split cable near the strain relief. The cause for the failure was isolated to a short between the bare wires and the strain relief. The root cause of the split cable cannot be positively identified but is likely dur to physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.